Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a non-preloaded monofocal intraocular lens (iol) was prepared in lens cartridges. During preparation, the surgeon advanced the iol before inserting it, causing one of the haptics to break inside the lens cartridge. There was no patient contact. Another lens was prepared and inserted into the cartridge. The loaded cartridge was then placed into the lens inserter instrument. As the surgeon advanced the lens into the patient's eye, he realized that one of the haptics was missing. The lens was removed from the patient's eye and a new lens was chosen and used without further issues. The patient fully recovered. There were no unplanned incisions, sutures, or vitrectomy. No further information is available.